Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) 2015 01:14:03 pst crm rfc user (crm_rfc_user). Complaints text: (B)(6) 2015 03:08:35, (B)(6). Initial notes: cust sttd she was having issues with a sensor. She did a test on it and the isig on it was extremely low and thinks it just needs to get replaced. The last two sensor she had didn't last the 6 days, and yesterday she was getting a t/s of 40 and her bg 148, after a few hours it was within 30 points range, after 5d11h she removed, and after she removed it she tested it and the isig 29. (B)(4).